Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that he had blood glucose of 225 mg/dl, programmed a correction, and then went to a restaurant. He stated that before he started eating, he checked his blood glucose, which was 456 mg/dl. He stated that he had not eaten anything that day other than a hamburger and treated via manual injection. He reported that he had changed his insertion site in the morning. The customer did not detect any issues related to the insulin, a bent infusion set cannula, or any inaccuracies in programming on the device. He stated that the basal rates and bolus wizard were programmed correctly and that the bolus history was accurate based on his recollection. He was unable to complete troubleshooting due to lack of tubing clamps and was advised that these would be sent. He was advised to change the complete set and treat per doctor's orders. He changed the infusion set and advised that he would call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.